Event description:
During routine testing of the device at the service center, the service technician observed a venous module failure. The monitor was originally returned for repair due to multiple initialization failures when the venous module failure was found. Since the event occurred at the service center, there was no pt involvement during this event.